Manufacturer narrative:
(B)(4). The membrane was returned for evaluation. The service engineer evaluated the membrane and could not verify the reported complaint. A continuity check was performed and no shorts were observed. A visual inspection was performed and no anomalies were found. The membrane was placed into a test ventilator and no issues were found. It was then flexed in multiple places to attempt to duplicate short and no issues were observed. A third party service provider replaced the membrane.

Event description:
It was reported that during patient use, the ventilator silence/reset light -emitting diode (led) button was blinking. Although the device did not stop ventilating/cycling, the patient was removed from the device and transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). During a follow-up with the distributor, it was found that the top membrane was replaced to resolve the issue.